Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
The customer called technical support (ts) and reported that the device has a touchscreen issue. It is as if the keys are offset with the screen. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The touchscreen is out of calibration. It does not respond to the right place when pressed. Attempt to calibrate but during calibration, when pressing the red cross for the first step, the test does not pass. The fse recommended replacing the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Based on the information received, it has been identified that MFR report#: 2031642-2022-01716 is the correct report and is the primary complaint. MFR report#: 2031642-2022-01882 has been identified to be a duplicate and should be nulled.